Manufacturer narrative:
The device returned to the MFR for eval is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the report of a replace system controller alarm was confirmed during the evaluation of the returned device and the evaluation revealed that the issue was caused by a compromised component in the system controller¿s printed circuit board (pcb). Software version 7.23 has been implemented to address this issue. The returned device was manufactured prior to this implementation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that during implant, after the driveline was connected to the system controller, the perfusionist made multiple attempts to start the pump using the system monitor. The pump turned on for a few seconds, ramped up to a speed of 1,000-2,000 rpm's and then immediately shut-off. The surgeon reported "feeling the pump chug." During this time period, a yellow wrench illuminated on the power module and a "replace system controller" alarm was activated. The pt cable was switched to a back-up power module/system monitor and the perfusionist made multiple attempts to start the pump. Again, the pump ramped up to 1,000-2,000 rpm's and then shut-off. A yellow wrench alarm on the power module was activated, as well as, a "replace system controller" alarm on the system monitor. The system controller was exchanged and the pump was started at 6,000 rpm w/o issue.